Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A visual inspection was conducted. Charred tissue and blood were observed on the heating element. Blood was also observed on the harvesting tool handle. The heater wire was flexed away from the hot jaw with detachment at the tip. The wire remained in place at the base of the jaws. A microscopic inspection determined the silicone was peeled at the tip of the cold jaw and remained attached. No other visible defects were observed. Based on the returned condition of the device, the reported failure "bent wire" and analyzed failure "peeled jaw" were confirmed. Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery wire inside the jaws had lifted away from jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery wire inside the jaws had lifted away from jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.